Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013. (B)(4)

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a histologist with no information. Information identified via online search indicated the patient died approximately 6 months post implant of the ICD and 4 years post implant of the leads. A cause of death was requested and not received.

Manufacturer narrative:
This supplemental medwatch is being submitted with the date of event as it was inadvertently left off of the initial medwatch report.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received, it would be processed and considered accordingly. Concomitant products: d314drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 694765 implantable tachy lead implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.